Event description:
It was reported that the pt experienced a shocking or jolting sensation. The pt stated they felt like the device was "shorting out" for the past three months. The pt thought the implantable neurostimulator (ins) may have accidentally been hit since was so close to the skin. The pt turned off the ins and felt no further shocking. The pt was considering an explant. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).